Manufacturer narrative:
The t:slim x2 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. Reportedly, the cause of the elevated bg level was unknown. Additionally, it was reported that the customer received a minimum fill notification. Reportedly, the customer under-filled the cartridge. It was unable to be confirmed if the elevated bg level was due to the minimum fill notification. Customer declined troubleshooting for the high bg level and minimum fill notification issues. Customer delivered a correction bolus via the pump to stabilize impacted bg level.